Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a caucasian patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 330cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor gel breast implants 425cc on (B)(6) 2018. The patient fully recovered.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/10/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring 5.2 cm on the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point is it not possible to determine the root cause of such damage. The device history record (DHR) of lot number 6993428 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).